Event description:
Pt received catheter on 2/5/96. On 2/7/96 returned to clinic and no blood could be returned from the catheter. Under fluoroscopy the catheter was noted to be detached from the port and coiled in the right ventricle. Port was immediately removed from left inner arm, and sent to hosp for removal of catheter from her heart. The locking mechanism on the port failed to secure the catheter.